Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 19-feb-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drug being delivered was 10 mg/ml morphine at 1.598 mg/day. The reason for use was non-malignant pain. It was reported that the hcp could not get the pump segment off of the 8780 during a normal eri (elective replacement indicator) replacement, so he removed the pump segment of the 8780 and added the 8784. The caller is calling for catheter calculations and for assistance in programming this into the 8840. The caller then asked what prime to choose. They reviewed the prime changes in the scenario. It was confirmed they were able to successfully aspirate the catheter once the new segments were attached. The caller was walked through performing a full system prime with the new pump and the aspirated catheter. There were no symptoms reported. There were no further complications reported/anticipated. Additional information was received from an hcp via a manufacturer representative on (B)(4) 2019. It was reported that the operation took place on (B)(6) 2019. The cause of the inability to disconnect the catheter was not determined, and the pump segment of the catheter was discarded by nursing staff.